Manufacturer narrative:
H6: medical device problem code: removed code 1212. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot all information was investigated, and the reported image resolution poor resulting in difficult or delayed positioning with the anatomy appears to be related to procedural conditions associated with imaging quality. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a functional mitral regurgitation (mr) with a grade of 3 and restricted posterior leaflet. A mitraclip xtw was inserted and advanced to the mitral valve. However, there was no visibility via ultrasound of the posterior leaflet, and the clip became caught on the leaflet. Troubleshooting was performed to remove the clip from the leaflet and the clip was able to be freed. The clip was removed from the patient. The procedure was discontinued with no clips implanted. There were no adverse patient effects and no clinically significant delay in the procedure.